Event description:
A blood glucose sample was run ona baby (born in pregnancy week 24) and the result from the hemocue was 14.4. Mmol/l. A repeat sample was run on this baby 2 hours later, result was 13.2 mmol/l. This sample was also run on the blood gas analyser (siemens rapid point) and gave a result of 8.7 mmol/l. The hospital staff acted on the result from the blood gas analyser, no laboratory test was performed due to the size of the baby. Note: no treatment was initiated based on the result from the hemocue system. No incident has occurred. However, the event is considered reportable due to the possible outcome if a similar event was to recur and clinical decisions was take based on a too high faulty result in the range as reported above. This event is to be further investigated.

Manufacturer narrative:
This product is not on the us market. However, a similar device is cleared under k020935. Based on the initial data received from the hospital and the limited investigation preformed up to this initial report there are at the moment no identified causes to the discrepancy between the hemocue result and the result from the blood gas instrument.